Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 5.00mm x 6mm, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube identified no issues. No issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the tip noted the distal section of the tip was slightly flared. A microscopic examination of the proximal and distal markerbands identified no damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of adverse event related to patient condition as it is likely that the patient's anatomy contributed to the reported event. This code was selected as the most probable complaint cause based on the information available and investigation results. Based on the event details, it most likely a restriction was met in the stenosed and mildly calcified left main coronary artery which likely led to the inability of the device to cross the target lesion and subsequently resulted in the unreported tip damage noted during device analysis. It is most likely that an interaction occurred between the balloon and the stent which likely led to the balloon becoming stuck in the stent struts.

Event description:
It was reported that the device became stuck in the stent. The patient presented with angina and underwent a complex percutaneous transluminal coronary angioplasty. The 85% stenosed target lesion was located in the non-tortuous and mildly calcified left main coronary artery. A 5.00mm x 6mm nc emerge balloon catheter was advanced for dilatation; however, the balloon had difficulty crossing the lesion and became stuck in the stent struts. An alternate device was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the device became stuck in the stent. The patient presented with angina and underwent a complex percutaneous transluminal coronary angioplasty. The 85% stenosed target lesion was located in the non-tortuous and mildly calcified left main coronary artery. A 5.00mm x 6mm nc emerge balloon catheter was advanced for dilatation; however, the balloon had difficulty crossing the lesion and became stuck in the stent struts. An alternate device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.